Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 140 mg/dl. Customer was advised to remove the battery and clean battery cap with a cotton swab and alcohol wipe. Customer was advised that after 1 minute insert a new aaa battery and again failed battery test.

Manufacturer narrative:
The insulin pump failed the battery test due to battery tube connector was not plugged in properly. The battery tube connector was re-plugged and the insulin pump passed the currents test, self-test and a21 error test. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to failed battery test anomaly. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.